Event description:
The pt reported on 10/15/2004, that her one touch ultra meter had missing segments on the display. This issue was not resolved when troubleshooting. She did not receive any medical attention or treatment. There is no adverse event or serious injury reported. There is no further clinical info provided. This case is reported as a meter malfunction since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.